Manufacturer narrative:
The actual date of event is unknown. Device evaluated by bd service and not returned to manufacturing facility for evaluation. Device was not returned to manufacturing facility.

Event description:
It was reported that the device cassette latch is broken off. There was no patient involvement.

Event description:
It was reported that the device cassette latch is broken off. There was no patient involvement.

Manufacturer narrative:
Additional information: imdrf annex a, b, c, d and g grid, manufacturer narrative (chr, DHR and shr updated) a review of the complaint history for sn (B)(6) was performed which did not confirm similar complaints with the same or related failure mode for this serialized device. A review of the device history record showed the device had a manufacture date of 21aug2019. The review was performed from the date of manufacture to the present date 21may2021. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record for sn 15677017 was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue.

Manufacturer narrative:
Correction: imdrf annex g grid.

Event description:
It was reported that the device cassette latch is broken off. There was no patient involvement.